Manufacturer narrative:
One t3® implant was returned for inspection with an attached cover screw. A visual inspection revealed that the device shows significant signs of wear about the threads and body. The internal drive feature is similarly worn, and has some tissue attachment. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: IFU (p-iis086gi rev. F 11/2015) states, potential adverse events: potential adverse events associated with the use of dental implants may include: failure to integrate, loss of integration, dehiscence requiring bone grafting, perforation of the maxillary sinus, inferior border, lingual plate, labial plate, inferior alveolar canal, or gingiva, infection as reported by abscess, fistula, suppuration, inflammation, or radiolucency, persistent pain, numbness, paresthesia, hyperplasia, excessive bone loss requiring intervention, implant breakage or fracture, systemic infection, nerve injury, ingestion, aspiration and/or swallowing. Returned x-rays confirm that over time the implant relocated deep into the maxillary sinus. Complaint is therefore confirmed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Event description:
It was reported non integration with relocation to sinus. Doctor performed a mini-sinus lift and placed the implant at the same time.implant reached a good primary stability. Five months after placement, implant relocated into maxillary sinus. Doctor prescribed antibiotics and was unable to remove the implant. Patient was referred to otolaryngologist located in a hospital in order to remove the implant and clean the sinus. The otolaryngologist successfully removed the implant. Tooth location # 14.

Manufacturer narrative:
(B)(4). Patient ID was not provided. Patient weight was not provided. Device has not been returned to manufacturer.

Event description:
It was reported non integration with relocation to sinus. Doctor performed a mini-sinus lift and placed the implant at the same time. Implant reached a good primary stability. Five months after placement, implant relocated into maxillary sinus. Doctor prescribed antibiotics and was unable to remove the implant. Patient was referred to otolaryngologist located in a hospital in order to remove the implant and clean the sinus. Tooth location # 14.